Manufacturer narrative:
A medtronic representative (rep) tested and serviced the equipment at the site. The image acquisition system (ias) software was corrupted, and the ias was unable to boot up. The rep re-installed the ias software, and the ias booted up correctly after the re-install. The failure was resolved. The system then passed the system checkout and was found to be fully operational. No hardware parts were replaced on the system. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the image acquisition system (ias) was unable to boot. The ias software had been corrupted and was unable to boot correctly. There was no patient present when this issue was identified.